Event description:
Additional information was received from the patient on 2019-aug-13. It was reported that the patient had been meeting with a manufacturer representative (rep) to have their implantable neurostimulator (ins) checked. It was noted that the ins was working fine at the time of the report. The root cause of the issues was unknown. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the stimulation numbers jump on their own. The patient also said the controller wasn't powering on or responding. The patient mentioned her back was killing her and she was miserable because of the stimulator not working right now. The patient said she was in pain every day, but this was a different type of pain because the controller and stimulator were not working. The patient plugged the controller into the wall and the charging light would only show up sometimes, but then it would go away. The battery pack was removed and reinserted. The patient was then able to connect with the ins and it showed the ins was 70% charged and the controller was 100% charged. After checking the battery level, the controller reverted to MRI mode on its own without the patient clicking on anything. The patient exited MRI mode and turned stimulation on. Stimulation was adjusted to the desired level and the patient was happy she was not in pain like before. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had trouble "getting it to work." The patient clarified that she has to tap multiple times for the controller to register her selections. The patient said she may have been holding down the selections and not just tapping which could have caused the selection issues. The patient was frustrated because it was difficult wo make adjustments when she was in pain. The patient mentioned she has osteoporosis and rheumatoid arthritis. The patient said her hcp told her she needed some adjustments. The hcp programmed the device to 3v and that felt okay normally, but when the patient was not doing a lot she will decrease the stimulation to a level like 2.6 because she doesn't want the stimulation to be uncomfortable. The patient said she will check the stimulation and it will be higher and back up to around 3.0. The patient was educated on the controller and confirmed she saw as enabled. The patient has an appointment scheduled with her hcp on (B)(6) 2019 and will talk to the hcp then. No further complications were reported.